Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was found to be fully broken. The broken cable strands were stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted surgical procedure, a broken cable was noted on the large hem-o-lok clip applier instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.